Manufacturer narrative:
(B)(4). Inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. According to the batch number 74a1800989 provided by the customer the finished good is ip-5041ns. The device history record of the product ip-5041ns batch number 74a1800989 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Customer complaint cannot be confirmed due the lack of device sample to perform a proper investigation and determine the root cause. If the sample becomes available this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the device had water backing up into the column during use.no patient injury or consequence reported. Patient condition reported as fine.